Event description:
It was reported that a pump replacement was recommended due to persistent occlusion issues despite multiple troubleshooting attempts. There was no adverse impact to the customer's blood glucose level. The customer continued using the current pump until a replacement pump was arranged following the clinical support's recommendation.